Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's mother stated that the blood glucose levels would be high, and after he treated with insulin, he would have low blood glucose. She stated that he had high blood glucose, performed a correction, and in the morning it was high. The blood glucose reading was 377 mg/dl and there was presence of ketones in the urine. The customer disconnected from the insulin pump, treated with a manual injection, and when he got home, the caller changed the reservoir. She stated that after insulin treatment on one occasion, he had a low blood glucose reading of 85 mg/dl. The caller suspected that the issue was related to the reservoir. She also reported that the insulin pump went into threshold suspend mode when he ran low due to an inaccurate sensor glucose reading, so he woke up with high blood glucose. The sensor glucose reading was 56 mg/dl, compared with the blood glucose reading of 150 mg/dl. None else noted.